Manufacturer narrative:
Follow-up #1: date of submission 09/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/06/2016 with the following findings:the black box and pump histories from the time of the alleged incident were unavailable for review due to continued pump use. A review of the current pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery defects were found on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced blood glucose excursions while on pump therapy. Reportedly, on an unspecified date, the patient¿s blood glucose (bg) reading was as low as 32 mg/dl and as high as 320 mg/dl with confusion and/or disorientation. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and the patient allegedly remained on pump therapy without any recent changes to the pump settings. The reporter acknowledged that a replacement programming was done on the pump recently. The reporter stated that they will take both new and old pumps to the health care provider for review and call back to follow-up on the event. No additional information was available at the time of the call. Several attempts by the customer support to follow-up on the matter with the reporter were unsuccessful and the reported issue remained unresolved. This complaint is being reported based on the allegation that the patient experienced hypoglycemia and hyperglycemia while using insulin pump therapy and the pump could not be ruled out as a cause or contributor.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.